Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the e-luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent system products are identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 06/2022.

Event description:
It was reported that during a stent placement procedure, the expired stent was allegedly implanted. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the e-luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the device was not returned, and the stent remains implanted. No photos were provided by the customer. However, based on the information provided by the customer, and review of the appropriate labeling of the lot number reported the stent was placed post its expiry date. Based on review of the labeling of the device the expiry date was found to be clearly specified on the label of the device packaging according to applicable standards. It is reasonably alleged that the date printed on the label was miss interpreted, and the day was mixed up with the month. However, the date format used on the labeling was found to comply applicable standard iso 20417 (medical devices ¿ information to be supplied by the manufacturer). In addition, a retain print of the packaging label for this lot number was reviewed and shows the device packaging was clearly labeled with the required information. Therefore, a deficiency of the device labeling could not be determined. Based on the investigation completed, it is reasonably suggested the use of an expired device was caused by incorrect interpretation of the expiry date printed on the label. Labeling review: the relevant labeling was reviewed. The instruction for use addresses the requirement to verify the expiry date prior to use: "do not use the device after the ¿use by¿ date specified on the label". In addition, a retain print of the packaging label for this lot number was reviewed and the expiry date was found clearly shown on the packaging label. H10: d4 (expiry date: 06/2022), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the expired stent was allegedly implanted. There was no reported patient injury.